Event description:
The customer stated that during unit set up the touchscreen was not responsive in all areas. The customer reported that the unit was not in use on a patient. The issue was discovered during setup for patient use. The customer contacted product support and reported that the touchscreen calibration passed, but touchscreen diagnostics does not allow full function in upper right corner. The customer requested the part number to replace the touchscreen. Product support provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomed the issue was discovered during setup. No delay and no medical intervention reported. The biomed replaced the touchscreen and calibrated. The biomed verified proper touch response and returned to service. Per biomed the part was already disposed of; therefore, no part returning for investigation.